Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. No further investigation for this event is possible at this time. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
Postoperative diagnosis: index surgery (B)(6) 2016, 3 days later patient fell and sustained periprosthetic femur fracture. Stem and head revised: acetabular shell and liner retained.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Postoperative diagnosis: index surgery (B)(6) 2016, 3 days later patient fell and sustained periprosthetic femur fracture. Stem and head revised: acetabular shell and liner retained.